Event description:
It was reported that the ventricular lead exhibited noise and unacceptable threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an external insulation abrasion exposing the outer coil at 14.5cm to 14.7cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported complaints of noise and unacceptable threshold.